Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was blocked during use. The following information was provided by the initial reporter: "device obstruction ¿ inability to purge".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was blocked during use. The following information was provided by the initial reporter: "device obstruction ¿ inability to purge".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. The during the examination, both were found to not have any damages and were acceptable according to manufacturing specifications. Bd cannot determine a manufacturing root cause since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was blocked during use. The following information was provided by the initial reporter: "device obstruction ¿ inability to purge".